Event description:
A report was received that the patient's ipg was too superficial. The patient underwent a revision procedure wherein the ipg was moved deeper. The patient was doing well postoperatively.